Event description:
Baxter global affiliate reported the pt (pt) vomited and became hypoxic, hypothermic and tachycardic using the system 1000 device for hemodialysis treatment. The pt was receving hemodialysis via a tunnelled catheter with a uf goal of 2.6 kg. Approximately 2 hours into treatment, the pt vomited. Their observations were within normal limits and treatment was continued. An hour later, the pt vomited again and again their observations were within normal limits. The pt completed their hemodialysis treatment; however, their condition continued to deteriorate. According to the global affiliate, pt became hypoxic, hypothermic and tachycardiac. The pt was admitted as an acute emergency and their resulting acidosis was corrected with intravenous bicarbonate and further dialysis. The global affiliate reported that the hemodialysis machine was running on a dry bicarb cartridge, at which time the machine was converted to bottled bicarb. No alarms were reported to have occurred during the hemodialysis treatment.